Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the basal history did not match the active basal program. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the black box showed an unexplained loss of prime at 16:09 on (B)(6) 2016, and a reboot at 06:46 on (B)(6) 2016; deliveries never resumed. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 on a 1.00 unit per hour basal rate; at the end of testing, the basal history accurately reflected 1.0 unit/hour and the total daily dose history correctly reflected 24.0 units. No errors, alarms, or warnings occurred during investigation. The complaint could not be duplicated on investigation. (B)(4).